Event description:
It was reported that during a training/demo of the da vinci system, the customer had recurring 23008 errors on universal surgical manipulator (usm) 3. They were prompted to restart the system but the 23008 errors on usm 3 were still happening after restarting. Technical support engineer (tse) was able to guide them to disable usm 3 and move the endoscope over to usm 2. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported event was confirmed. Fa performed a visual inspection and found no problem related to reported issue. Fa checked and verified error 23008 in lighthouse (aperture), then installed on an internal equipment, fixture, or tool (eft) system and powered on. The system powered on with no errors or faults. Fa installed instruments and drove system. During drive there were no errors or failures, so fa removed instruments and tried power cycling and driving system a few times - even letting system sit idle for an hour. At this time, fa could not confirm the reported issue during system testing and would need further failure analysis. After further investigation, the reported event could not be replicated. The unit passed sine cycle, carriage strength check, insertion friction, carriage friction and carriage verify encoder tests. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Fa identifies the carriage instrument sterile adapter (isa) and degree of freedom (dof9) rotor as potential root causes of the reported event.